Event description:
It was reported that the customer's insulin pump casing was cracked and had crumbled away at the battery compartment. The customer's blood glucose was 139 mg/dl. The customer was in the hospital at the time of the call due to a kidney transplant. The customer stated that he had issues with controlling his blood glucose levels due to the drugs he had to take for the transplant. Nothing further reported.

Manufacturer narrative:
Damaged/broken battery tube threads noted. Minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, cracked reservoir tube and cracked belt clip slot. Unable to perform displacement test due to constant motor error alarms. Constant motor error alarms due to corroded motor home switch note during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.